Manufacturer narrative:
Concomitant devices no longer considered concomitant. A product development evaluation was completed: it was reported that during insertion of the nail in the medullary canal the nail did not pass through due to an alleged too large diameter. Furthermore, the teeth fixing the rotational orientation of the nail to the handle had broken off. The surgical technique instructs on how and when to assemble and disassemble the handle to and from the nail. There is damage on the proximal end of the nails, most likely due to form fit and screw connection. The marks indicate metal on metal impacting and leveraging. Use of a hammer is visible. A product investigation was completed: the insertion handle was not received. Upon visual inspection the returned nails had broken, bent, and cracked connecting profile features at proximal end to handle interface, this thus confirming the complaint description. Unfortunately we are not able to determine the exact reason for this occurrence, but it is likely that during the operation an application error may have taken place. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the devices were being investigated by the manufacturer, it was noted that the previously reported concomitant nails were damaged. One nail has a nut is broken off and the other one is cracked. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: this report if for one unknown insertion handle. Part and lot numbers are unavailable for reporting. Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). The 510(k): unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during ¿stamping¿ the nail from the femoral channel (due to the nail diameter being too large it did not passed through the isthmus of the femoral shaft) the teeth fixing the unknown insertion handle broke. There was a 45 minute surgical delay due to the reported event. The patient¿s postoperative status was reported to be excellent. Concomitant parts reported: 1x nail 04.031.957 lot unk+ 1x nail 04.031.959 lot unk. This report if for one unknown insertion handle. This report is 1 of 1 for (B)(4).